Event description:
Boston scientific received information that an x-ray revealed that the device had migrated and both right atrial (ra) and right ventricular (rv) leads had dislodged. It was noted that the patient had started martial arts classes six months earlier. A revision procedure has been discussed but not scheduled. No adverse patient effects were reported.

Event description:
Additional information was received that the right atrial (ra) lead had dislodged, but remained in the atrium with good measurements. Subsequently, the physician opted to not reposition the ra lead during the explant of the right ventricular (rv) lead and device. The lead remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.